Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The unit was unable to perform all functional testing including the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests or due to blank display. The low battery alarm could not be verified as a result of the blank display anomaly. The unit was received with a moisture damaged motor, vibrator motor, keypad, and battery tube assemblies. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump was corroded. The patient's blood glucose at the time of incident is unknown; however, she mentioned that her blood glucose had been high. The patient reported cracks on the reservoir compartment and battery compartment. The customer also had to change her battery twice per week. Troubleshooting was declined for the high blood glucose and battery issues. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.